Manufacturer narrative:
(B)(4). Nonconforming staple stack. The analysis results showed that the instrument was returned non- functional due to a non-conforming cartridge weld as the top cartridge was found to be over welded, causing the staple stack to become misaligned. No functional test could be performed with the device. The device was disassembled to verify the integrity of the internal components and the anvil was noted to be deformed. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. In addition, the deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple.

Event description:
It was reported that during a back procedure, the staples were not piercing the skin. They were not penetrating/fixating to the skin. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.